Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, and fa was not able to confirm nor reproduce the reported complaint. No error was found in the logs nor the quality assurance procedure (qap). The image was good in both eyes.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 30-degree endoscope plus kept flipping when installed on the universal surgical manipulator (usm). The customer reseated the endoscope, and it worked for a while. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and found error 23002. The tse asked the customer to remove the endoscope, test it by rotating the scope shaft, and check for resistance as it rotated. The tse asked the customer to try another scope if issue returned. The surgeon was continuing with the procedure robotically. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reverse control on the system usms. The 30-degree endoscope was installed in a down orientation, but the view was in an up orientation. When it was installed up; the view was down. The surgeon confirmed the desired orientation when the scope was installed. The endoscope adapter was still engaged at the time the issue occurred. There was no damage observed on the endoscope's adapter. The issue was resolved by swapping the 30-degree endoscope. There was no patient harm.